Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump's entire screen went blank. Customers stated that the display was trying to show something and now it was totally blank. Customer's current blood glucose was not given. Customer advised to revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify missing segment anomaly due to blank display.